Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. In a call log on (B)(6) 2017, it was noted that on (B)(6) 2017, the lead exhibitied increase in threshold. There was no known information about the physician and facility . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).